Event description:
It was reported that during a stent graft placement procedure, the deployment wheel allegedly could not be turned after about 1mm deployment. It was further reported that, despite the attempts to push hard the wheel backwards, it did not work. Furthermore, the delivery system was allegedly removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.